Event description:
For the past month, our outpatient surgery team have noticed upon opening the device package, that a white, adhesive looking substance is found on the case holding the malyugin ring. The case holds the actual device and does not come in contact with the patient with careful removal of the device from the case and hand off to the surgeon. The team has been concerned that this is an unknown substance found inside the sterile package which by industry standards, deems the contents as "contaminated". This patient is one where so many products had to be opened and then removed due to finding the adhesive, that the surgeon made a clinical judgement to use the device to avoid further delays in the surgery. Our surgery center director is working with material management in communicating this concern to the manufacturer/rep. Initial reporting was made via the product rep and a plan was made to seek an alternative product as a backup to use should initial product be opened and this substance found inside on the device case/holder. The team chose the prior version of the malyugin ring ("classic") by the same manufacturer and stocked the or area. Initially, this helped manage the situation, but staff now report opening the packaging of this version of this device and are now finding the same substance inside the sterile package, on the device case/holder. We are now looking to possibly bring in an alternative device made by a different manufacturer to not have to open multiple packages at the time of surgery and possibly risking use of or adding a contaminant to the field. The manufacturer provided a letter of response ~ october 20, 2025 (although the letter was not dated). They reported that have evaluated the products and stated, "the residue is from the adhesive used to hold the tyvek lid to the tray the malyugin system is shipped in. The residue is not sticky and presents no risk of transferring to the ring or other instruments in the sterile field. There is also no risk to the sterility of the device. Our testing has shown it does not come off during normal use". We are concerned with the response and are still not willing to add the device to the sterile field or hand off the device in the device holder that has this "residue" on it as it represents identifying a foreign substance and adding it to the sterile field which may cause a contamination situation. If the surgeon feels he needs to use it due to not being able to open and find one without this residue and the risk outweighs the benefit, it is carefully removed from the device case without coming in contact with the residue and handing it off to the surgeon and then removing it from the surgical field and staff changing gloves. This is onerous and the staff is duly concerned. We are likely going to seek an alternate product made by a different manufacturer to mitigate this situation. There have been cases where greater than 20 devices were opened and finding this contaminant before finding one without it to use for the surgery. We are reporting to the FDA as the clinical team feels it needs to be looked at by someone other than the manufacturer to ascertain if this product is posing an unnecessary risk to the public.